Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred during the load sequence. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was "high" although, specific value was not provided. Customer addressed bg level via correction injection via manual dose injection.